Event description:
Alleged deflation.

Manufacturer narrative:
Duplicate submission to 3011491947-2022-00056. Explant analysis findings will be included in submission 3011491947-2022-00056. Please discard submission 3011491947-2022-00010.

Event description:
Alleged deflation